Event description:
A surgeon reports of a pt having blurry vision following intraocular lens (iol) implant surgery. He was treated with medications. Posterior capsule opacification was seen by surgeon in 2008.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 06/05/08, 06/10/08, and 06/16/08 by fax, mail, and phone. A completed questionnaire was received on 06/20/08.